Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose. The customer¿s high blood glucose was 574 mg/dl. The customer also stated that the insulin pump had no delivery alarm. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.